Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-02298, 2134265-2011-02297. It was reported that during a stenting treatment procedure stent damage occurred. A filterwire ez was in place. The physician deployed a 3.5x38mm ion mr stent in the proximal vein graft and used a 3.75x12mm nc quantum balloon to post dilate. The physician experienced "alot" of resistance during withdrawal of the nc quantum balloon. They attempted to remove the filterwire however the basket was not closed all the way and caught on the ion stent. The stent moved and accordianed. The physician felt the stent was fine where it was placed. The physician attempted to rewire with an unknown wire through the stent but was unable to cross. The procedure was completed with no harm to the patient. No patient complications were reported and the patient's status is ok.